Event description:
A malfunction alarm was reported as malfunction code 6, accompanied by fault ID malf 6 ¿ 0x277d. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information and assisted in resetting the pump by technical support, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any additional malfunctions occur.